Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported failed downstream occlusions at 22.6, 19.9 and 20.3, tested on different sets which were not reproduced. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The failure occurred before first clinical use (obf) at the biomed service. There was no patient involvement. No additional information is available.